Manufacturer narrative:
G2: the country of origin is spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that during the implant procedure, an attempt was made to read the ins. While trying to program the ins, an error appeared on the tablet; the representative didn't remember which one, and they couldn't take a photo of the message either. They tried to read the device 6 more times and the tablet was turned off and restarted to try and reestablish a connection, but the issue was not resolved. The representative made the decision to not implant the ins and to implant a spare ins. The issue was resolved, and there were no patient complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. The report reference number for the other event similar event was confirmed. Right now, the rep has the two inss waiting to be returned. The collection of the two products is planned for wednesday, february 5. Application logs provided. Further was provided, shipping booking numbers of the ins confirmed.

Manufacturer narrative:
H3 device evaluation: analysis of the implantable neurostimulator (ins) found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.